Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the tip was chipped with scratches on the outer tube. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, 1,9 mm, 0°, 65 mm, autoclavable had no issues and was sent in for repair. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the tip was chipped with scratches on the outer tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.